Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome, complex regular pain syndrome type I, and spinal pain. The patient said that about two weeks ago their stimulator spontaneously turned off. The patient noticed an increase in pain and when they checked their stimulator it was off, which they never turn it off. The rep asked if they could have accidently turned it off when they were recharging, but the patient said no. They recharged on a thursday and noticed it was off on a saturday. The dairy showed the stimulation usage didn¿t correlate with the patient¿s story. The patient said the stimulator must not be reporting correctly. The rep told them to let them know if they have an issue again. The patient denied being around anything that could have caused an emi. The rep looked at the diary which showed that the stimulator was on during the time they said it was off. The rep reprogrammed the device for better coverage. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.